Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. The event was further described as ¿the tip of the transfer set came off." This was identified while disconnecting from a manual bag after peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to a1: patient identifier: (B)(6) (previously submitted as unknown) correction made to d3: device manufacturer name: (B)(6). (Previously submitted as baxter healthcare corporation) h11: the device was received for evaluation. Visual inspection was performed and a separation between the female connector and main body was observed. Leak, clear passage, and clamp function testing were performed and no issues were observed. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.